Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite using several different wands and programmers. No tones could be obtained with a magnet application. The patient has not received any recent therapy and the last follow-up was in march.